Event description:
It was reported that an o-ring was on the pneumatic tap. The o-ring from the pump was removed and a cartridge was loaded to resume insulin therapy. There was no reported impact to cusotmer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.